Event description:
A blood glucose comparison was performed on a pt. The lab result was 282 mg/dl and the device result was 479 mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement prod was sent.